Manufacturer narrative:
The lead was surgically capped and abandoned, it will not be returned for analysis and, as such, the root cause of the clinical observations cannot be confirmed.

Event description:
Boston scientific crm received information that this lead exhibited impedances greater than 2000 ohms and loss of capture.